Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the black box showed a basal program was run. The basal history was inaccurate due to basal programs, an unexplained loss of prime, a replace cartridge sequence, and an unexplained power on reset. The pump was run for 24 hours at a 1 unit per hour basal rate. At the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. The allegation of a basal history recording defect was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.